Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Brand name - unknown exceed acetabular components initial reporter name - this article was written by sabyasachi ghosh, satya prasad biswas, and usman amjid. Establishment - (B)(6): (B)(6).

Event description:
Information was received based on review of a journal article titled, "early results of large series of exceed uncemented total hip replacement arthroplasty from kettering, UK¿ which aimed to examine the rising preference of uncemented total hip replacement over cemented joint replacements. The study was conducted over a period of five (5) years and involved 236 patients who received 256 uncemented hips. One hundred twenty six (126) of the patients were female and one hundred ten (110) were male, all between the ages of thirty-four (34) to ninety (90) years. In all cases, the zimmer biomet exceed acetabular cups and polyethylene liners were used. The journal article reports the following results: two (2) cases of pain without revision; four (4) cases of intraoperative periprosthetic fractures requiring fixation; two (2) cases or dislocation without revision; one (1) case of dislocation requiring revision. The authors of this study conclude that while early results with the exceed uncemented total hip replacement prosthesis are encouraging, longer follow up is necessary to adequately evaluate and compare these results with other studies on uncemented total hip replacements.